Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior leaflet. A mitraclip xtw was inserted without issues. However, difficulties grasping and capturing the leaflets occurred. The clip was ultimately deployed on the mitral leaflet with chordae. A second mitraclip xt was then inserted without issues. However, difficulties positioning the clip occurred and while positioning the clip, the posterior gripper became caught on the posterior leaflet several times. Troubleshooting was performed to free the clip. However, the clip was unable to be freed and while attempting to free the clip from the leaflet, a small tear in the posterior leaflet was observed. The mitraclip xt was deployed where it was stuck, attached to both leaflets, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
H6 medical device problem code 1528 was removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) resulting in difficulty positioning the clip cannot be determined. Unspecified tissue injury (small tear in the posterior leaflet) appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.